Manufacturer narrative:
This device was explanted or removed from service in excess of six months ago, and the information provided does not indicate any patient complications or injuries. No follow up will be done with the user facility. The device met < 80% of 99.9% projected longevity.. It was fully functional and there was no high current drain, which indicates there is no problem with the device. There is also no evidence of a problem with either battery cell. Without knowing the history of the programmed settings of the device throughout its service time, there is no way to determine why the device's longevity did not match the predicted model.

Event description:
It was reported that the device was explanted due to premature battery depletion. No patient complications have been reported as a result of this event.